Event description:
It was reported that the patient was admitted to the hospital with bradycardia. Upon examination it was noticed that this right ventricular (rv) lead exhibited loss of capture and a high pacing impedance which was confirmed during x-ray examination to be caused by a lead fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.